Manufacturer narrative:
The tech found the CPR release cable was broken and jamming the mechanism in release mode. The tech replaced the CPR cable and adjusted the release mechanism to repair the stretcher.

Event description:
The account alleged the head of the stretcher won't stay up with pt weight on the head section.